Manufacturer narrative:
There was a compromised force sensor system alarm during the basic occlusion test due to a protruded or loose drive support disk. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the pump. Customer stated that he was refilling his reservoir and tried priming. Customer then received the alarm. Customer's blood glucose was over 200 mg/dl. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.